Event description:
The customer reported to olympus, that they were not able to flush the air/water (a/w) channels on their evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. Inspection and testing of the returned device found a clogged nozzle. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of unable to flush the a/w channels was confirmed. The device evaluation found that the nozzle was clogged with an unknown foreign material. Additional evaluation findings were as follows: the bending tube was shorten/distorted, the connecting tube was wrinkled, the insertion part of the connecting tube was buckled, the a/w nut and the suction cylinder nut on the control unit had paint peeling off, the angulation and angulation play were out of specification, and the following were chipped; charge-coupled device unit cover lens, distal end of the plastic distal end cover, and bending section rubber adhesive. In a follow up communication with the customer, the following information were conveyed: customer reported issue as stated in section b5 found during the reprocessing. The procedure performed was a diagnostic and intended procedure was completed using the same set of equipment. No other information was provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/user mishandling, and deviation from the instructions for use (reprocessing manual). The event can be prevented by following the instructions for use: "-inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.